Event description:
It was reported that loss if irrigation occurred. It was reported that during the procedure clinical support commented on flush port if the farawave having blood in it. Upon checking, the flush line was no longer flushing adequately. The physician checked the irrigation connection upon correcting the flush, white residue was noted in the port. The catheter was replaced and the replacement catheter also had the residue. The procedure was completed with a third device. It was noted the device will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. It was observed that there was potential adhesive in the flush tubing. This is part of the assembly between the flush tubing and luer, and the potential adhesive is outside of the tubing, which will not affect the operation of the flushing system since it won't be in contact with the inner section. Additionally, irrigation was tested and no issues were observed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that loss if irrigation occurred. It was reported that during the procedure clinical support commented on flush port if the farawave having blood in it. Upon checking, the flush line was no longer flushing adequately. The physician checked the irrigation connection upon correcting the flush, white residue was noted in the port. The catheter was replaced and the replacement catheter also had the residue. The procedure was completed with a third device. It was noted the device will be returned.